Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification because of the broken snap. Visual inspection found one broken/missing snap on the electrode jaw of device. The reported condition was not confirmed. However, an alternate failure was found. The disposable device was assembled onto a set of forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; one plastic snap was found to be broken/missing. The additional findings did not contribute to the reported condition. The investigation found a damaged and missing snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not activate. Another device was opened and the procedure was continued without fault.